Event description:
It was reported that the right ventricular lead had high and unstable thresholds. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high and unstable thresholds. It was also reported that the patient was admitted with complaints of chest pain and dizziness. The lead was capped and replaced. No patient complications were reported as a result of this event.